Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient presented with a peri prosthetic fracture to the right femur after falling off of her walker frame in (B)(6) 2012. The fracture was above a total knee replacement. At this time, the patient was treated with a plate (plate origin is unknown). On (B)(6) 2012, the patient was returned to the or for another procedure and it was reported as a non-union revision. The surgeon removed the plate and revised the patient with a va-lcp condylar plate and screw construct as well as bone graft above the total knee replacement femoral component. In (B)(6) 2013, the patient presented to the surgeon with a broken va-lcp condylar plate. The surgeon operated on the patient (date unknown) and removed the proximal section of the plate. The surgeon then implanted a competitors femoral nail. It was reported, the surgeon left the bottom portion of the va-lcp condylar plate in situ. The patient subsequently developed a hematoma proximally to the nail around the greater trochanter region post operatively and had a washout procedure to remove the hematoma and infection on (B)(6) 2013. On (B)(6) 2013, the patient was returned to the or to remove the competitors nail and distal portion of the plate. It was reported, the patient is suspected of having an infection and the surgeon suspected the infection caused a non union of the fracture site. As a result the nail had to be telescoped proximally. The nail was removed and the inter medullary canal was reamed with the reamer irrigator aspirator. The surgeon then used gentamicin cement to coat the competitors nail and the nail was implanted. The patient is old and frail using a walking frame. Reportedly, the patient has a history of osteoporosis. The distal section will be returned for evaluation. Unfortunately, the plate numbers were un-retrievable as they were on the proximal section of the plate that had previously been discarded. This report is for unknown screws (unknown quantity implanted). This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. History: osteoporosis. (B)(6) 2012: initial injury; patient treated with unspecified plate. (B)(6) 2012: patient returned to the or for non-union revision surgery; va-lcp condylar plate was implanted. (B)(6) 2013: patient presented with broken plate. Unknown date: surgeon removed the proximal section of the plate and competitors nail was implanted. (B)(6) 2013: patient subsequently developed a hematoma proximally to the nail around the greater trochanter region post operatively and had a washout procedure to remove the hematoma and infection. (B)(6) 2013: patient was returned to the or to remove the competitors nail and distal portion of the plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.